Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product: product ID: addr03, ipg. (B)(4).

Event description:
It was reported that the lead was returned to the manufacturer after being removed and replaced for a system upgrade. The lead subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.